Event description:
It was reported that the pt underwent an axial lumbar interbody fusion (alif) at l5/s1 with instrumentation and competitor interbody. During the surgery, the distal end of the tap broke while tapping through the pedicle. The fragment was not retrieved and remained in the vertebral body. CT scans taken one day post op confirmed the fragment was embedded in the vertebral body. No revision surgery is planned.

Manufacturer narrative:
(B)(4): the tap was returned for eval. Visual and optical examination confirmed the tip of the tap is cracked and splayed along the centerline. The centerline crack is approx 6mm in length, with 5 mm portion of the tip broken off and not returned for analysis. The tip splay or trumpeting effect is indicative of off-axis use of the tapping instrument with respect to the guidewire. Eval results: a review of the device history records did not identify any applicable nonconformance to specification.